Event description:
It was reported that the user requested a factory reset of the ilet pump due to recurrent nighttime low glucose, but a review of recent use indicated the user had been overtreating hypoglycemia and consuming bedtime snacks, contributing to overnight variability; the user elected to continue using the pump without reset and apply education on appropriate hypoglycemia treatment, avoiding bedtime snacks, avoiding pump pauses overnight, and targeting in-range bedtime glucose. Symptoms included hypoglycemia reaching 45 mg/dl. Outcomes included no hospitalization and resolution with self-treatment. Investigation included review of reported glucose patterns, user behavior, and troubleshooting with education. Investigation of this case revealed no device malfunction, with user behavior identified as the likely contributor to nighttime lows due to overtreating. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.